Event description:
The MFR rec'd info regarding pt symptoms and outcome from the physician on 3/2/07. The pt had provided info to the MFR on 9/20/06 regarding scs system removal due to infection and add'l info was requested from the physician. The hcp reported in 2007 that perioperative antibiotics were administered and the pt does not have meningitis. The reported date of infection onset was 2005, which was four weeks post-implant. The physician indicated pt's symptoms of infection included swelling, drainage, pain and incisional wound opening. The primary location of the reported infection was the device pocket and a culture was obtained. The hcp indicated that it was unk whether the type of organism was identified. Treatments administered included IV and oral antibiotics and the pt realized partial device system explant. The ipg was retrieved following three mos implant duration. The unit was reportedly explanted but was not returned to the MFR for analysis. The hcp indicated the final pt outcome was unk.